Event description:
It was reported that the patient presented to the clinic with an alert for hvli out of range. Review of trend data noted normal impedance values in svc to can and rv to can, but an increase was observed in the svc to rv coil values subsequent to appropriate and successful therapy delivery. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.